Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal deformity and underwent instrumentation surgery for spinal fusion and was implanted at t11- s1 levels. During surgery, the threads of the set screw stripped while inserting into the mas head. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The break off portion is still attached and the female torx of the screw has not been damaged. This type of damage is consistent with misalignment of the set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.